Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient believed their stimulation was turning off on its own. Patient stated they soiled themselves 6 or 7 times a day and that they had not been changing programs. Patient was now on program 3 on 8.3v and was not feeling stimulation. Patient mentioned they could not stand the stimulation when it was too high and they could feel it. No further complications were reported.